Event description:
It was reported that during a peripheral intervention treatment procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The physician was treating a 90% stenosed lesion located in the severely calcified and severely tortuous, 10mm in diameter, iliac artery. This 10.0 x 40/80 (5f) sterling balloon catheter was used for post-dilation. Two inflations were made for 60 seconds at 10atms each. On the third inflation, the balloon ruptured at 9atms. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the complaint device was not returned to bsc for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)